Event description:
New information noted that the right ventricular lead was explanted and replaced. The patient experienced no adverse events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed and the patient experienced no consequences.